Event description:
Customer reported that the insulin pump froze when she pressed the act button. She stated that she changed the battery and then received a button error alarm. The blood glucose reading was 194 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage keypad traces. No frozen screen noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.